Manufacturer narrative:
Investigation is on-going. A supplemental MDR will be filed upon the conclusion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged generating discrepant results for five (5) patient samples using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat system. Three (3) samples generated positive results for the sars-cov-2 & influenza a and influenza b targets. Upon retest on a competitor platform, the three samples generated negative results on all targets. Two (2) samples generated negative results for the sars-cov-2 target and positive results for the influenza a and influenza b targets. Upon retest on another platform, the same two patient samples generated negative results on all targets. The negative results of the repeat tests were reported. No harm was alleged. An investigation is currently ongoing. Per the FDA guidance, five (5) mdrs will be filed.

Manufacturer narrative:
A product problem related to the customer allegation was not identified. (B)(4).